Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2004, the patient presented with pre-op diagnosis of advanced disk degeneration c6-7 with bilateral c7 radiculopathy and underwent instrumentation removal and assessment of fusion c5-6; anterior cervical diskectomy with fusion under microscopic visualization at c6-7 using a combination of allograft strut, bone morphogenic protein as an anterior cervical plate. Per op-notes, ¿.. Previous synthes plate was removed from c5-6. Pins were placed into the body of c7 <(>&<)> c6 . .. The end-plates were perforated with a curved curet. A 7 mm fresh frozen allograft strut was placed. This was packed with bone morphogenic protein soaked collagen sponge. An additional bone morphogenic protein soaked collagen sponges were placed to the right and left side of this and it decorticated uncovertebral joint. Excellent fit of the graft was achieved and this was found to be fizz using a kocher clamp¿ inferior instrumentation was placed using a cervical plate. The previous screws in c6 were filled with 13 mm, 4.5 mm screws. The c7 body was fixated with 14 mm, 4.5 mm screws. Ap and lateral c-arm views confirmed the graft and the plates to be well-positioned.. .¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.